Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after filling and storing the cassette, the staff noticed that the cassette was leaking. The cassette contained fentanyl. There was no patient involvement, and no patient harm or adverse event.

Manufacturer narrative:
D3 - updated. H3, h6, h9 ¿ updated. One suspected device was received for evaluation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. Visual evaluation was performed no damage or anomalies were observed. The cassette bag was filled with 100 ml of water using an ICU medical provided syringe. During the fill process a leak was observed to be coming from the internal bag at the seal of the internal bag. The customer complaint was confirmed.